Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device self discharged and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. No clinical file was available to review the algorithm decision. The algorithm evaluates 9 seconds of data, divided into three segments of 3 seconds each. If two of these segments indicate a shock advised, the device will render a shock advised. The device was vigirously tested and passed successfully. The device was recertified and returned to the customer for clinical use. Analysis of reports of this type has not identified an increase in trend.